Event description:
The customer reported that their central nurse's station (cns) screen is appearing blue and is displaying white letters. No harm or injury occurred. This issue happened when the customer rebooted the unit.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the screen on the central nurse's station (cns) was blue and displaying white letters. This happened when the customer rebooted the unit. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the screen on the central nurse's station (cns) was blue and displaying white letters. This happened when the customer rebooted the unit. No patient harm was reported. Investigation summary: technical support (ts) discussed the issue with the customer and advised the customer that they can troubleshoot the cns by un-seating each hdd to see if we still have a good hdd. If this did not work, the next step would either be to send the cns in for repair or purchase new hdds. The customer stated they would call back when in front of the cns for further troubleshooting. After following up with the customer's biomed department, it was reported that the issue was resolved, by following the provided instructions. Nk was able to confirm the reported issue was possibly due to a user related setup error, as the hdd (hard disk drive) was not fully seated. Once the hdd was re-seated, the issue was resolved. A definitive root cause of how the hdd became unseated, is unknown. However, it likely the issue was due to the user not fully seating the hdd during the installation process, or possibly becoming dislodged slightly during the transport process. Nk was unable to complete a review of the device history, as the customer did not report the product model or serial numbers.